Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model #pvf-m, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a model # pvf-m perceval plus heart valve at the time of manufacture and release. The steady flow test review was also performed. The images demonstrated the acceptable opened and closed leaflet performance of the perceval pvf-m sn# (B)(4). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection defined in dedicated procedure at the time of release.

Event description:
The manufacturer was informed of intra-operative explant of perceval plus sutureless aortic heart valve, pvf-m since surgical team thought the valve was not going to coapt well. No further information is available at this time.

Manufacturer narrative:
A follow up report will be provided upon receipt of the device.

Event description:
The manufacturer was informed of intra-operative explant of perceval plus sutureless aortic heart valve, pvf-m since surgical team thought the valve was not going to coapt well. Based on the additional information received, during the inspection of the valve prior to the collapsing, a huge opening between the leaflets was observed. As such, it was decided not to implant this valve as they thought it might lead to a leak central and perivalvular leak. Thus, the valve was not even implanted and was only retrieved from the jar.

Manufacturer narrative:
The valve was returned to the manufacturer without any pre-existing defects. The hydrodynamic testing was conducted on the pvf-m. The effective orifice area (eoa) at 70 bpm, 5.0 l/min of cardiac output and mean backpressure of about 100 mmhg is 2.44 cm2, well above the iso 5840 minimum requirement 1.25 cm2. For a cardiac output of 5.0 l/min and mean aortic pressure of about 100 mmhg, the regurgitant fraction is 4.8 % and it is below the requirement of iso 5840 (rf% < 10%) for a prosthesis of equivalent tad. No anomalies were observed during the open/close cycle in both normotensive and hypotensive conditions. Based on the further information received, the valve was not even implanted and was just retrieved from the jar. As such, there is no indication of adverse event on the patient. Based on the performed analyses on the device, it is possible to exclude the relationship between the reported issue and the returned device quality. Furthermore, from the document review performed, no manufacturing deficiencies were identified.